Event description:
The customer reported cine function does not work and a cine not available message is being displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge pcb. System operates as intended. (B) (4).